Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the bubble sensor detector. The replacement device has been sent to the customer for replacement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report

Event description:
Livanova deutschland received report that an hlm s5 bubble sensor was not working. The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
H11 livanova field service engineer was dispatched to the customer facility, tested the device, and identified the issue as deflated bladders of the bubble sensor. Based on the above, the event has been re-evaluated as not reportable, since no malfunction likely leading to serious injury or death occurred or might have been occurred. No specific action was currently deemed necessary. Livanova will keep monitoring the market.